Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was cloudy and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the text on the display screen was dim and discolored; the contrast setting was at the maximum of 10. The complaint of a cloudy display could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Additionally, investigation revealed that the keypad cover was damaged, all keypad buttons were intermittently unresponsive, and there was contamination under all button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.